Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a low out-of-range pace impedance measurement less than 100 ohms resulting in a lead safeety swtich from bipolar to unipolar pacing configuration. Upon the patient's presentation to their following clinic the ra channel was reprogrammed bipolar and pace impedance measured at 540 ohms. No further action was taken in response to the issue. The cause of the out-of-range measurement remains unknown. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.